Event description:
Treating healthcare professional reported that a patient was injected in the lips with juvéderm® ultra. Forty-five minutes after leaving the office, the patient returned after experiencing ¿pain¿ in the nose. The patient was treated with hyaluronidase and visited the ER. The patient experienced ¿intermittent visual disturbances,¿ but ¿no claim of vision loss¿ was made. The patient was treated with multiple vials of hylenex. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.